Event description:
It was reported that a user with a newly received ilet experienced difficulty removing the existing cartridge and tubing because the connector would not turn to release during a supply change, and customer support provided troubleshooting guidance to improve grip using a tool such as pliers. Symptoms included no adverse clinical effects, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included no injury, no medical or surgical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed an inability to attach or detach at the connector interface consistent with a mechanical connection difficulty of the infusion set or cartridge connector, without evidence of device malfunction or alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was user technique and handling during connector removal.